Event description:
Meter name: one touch ultra, strip name: one touch ultra, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: passed out. A patient reported they passed out due to being unable to test their blood glucose. Their meter allegedly would only prompt apply sample. The result on their meter was unable to test. Treatment was not treated. No further information has been reported.